Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2021 on a direct tested nasal kitted swab. The test was given for routine patient testing. The nasal swab was used to swab both nostrils per product insert instructions. Repeat testing was performed with pcr rabit with positive results. Per the customer the patient was not symptomatic and no patient harm occurred. The customer reported the patient's travels were impacted due to the test results.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m146252 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m146252 and test base part number 190-430 / lot m146252. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0m146252. Showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however, a possible assignable root cause is sample interference or cross contamination.